Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were sticking and became harder to press. The patient denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/28/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the ok keypad button was intermittently responsive. The pump cover was removed and the ok key contact was found to be inverted. All of the other keypad buttons responded to button presses as expected and had normal spring back. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and faded/discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.